Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bioid) scanner was not working. A field service engineer (fse) confirmed that the customer had attempted to reboot the station following customer support instructions but was unsuccessful. The fse then guided the customer through a complete power-down process, which involved unplugging the power cord, powering the station back up for a 15 to 20 count, powering down again, reconnecting the power cord, and powering up once more. This procedure caused the station to resync, and the bioid became operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier scanner was not working. When the customer attempted to sign in using a password, the system repeatedly prompted for a witness. The customer attempted to reboot the station; however, these efforts were unsuccessful. An error message displayed on the sign-in screen stating, bioid device requires maintenance, and no light was emitting from the scanner. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.